Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient presented to clinic and was diagnosed with failure to capture. Patient was referred to hospital to investigate the issue. Upon device interrogation, it revealed that right ventricular lead exhibited high impedance. Patient was submitted to an x-ray, which confirmed a lead fracture. The lead was capped and replaced on (B)(6)2020. The patient experienced no adverse consequences.